Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection of an ak 96 machine, a broken wheel was observed. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the base wheel was damaged. The reported condition was verified. The cause of the condition was determined to be the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.